Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient underwent revision to shorten the stem height to allow for soft tissue balance following acetabular revision. It was additionally reported by the surgeon that the reason for the revision was adverse reaction due to metal debris. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Report source: the journal of arthroplasty long term performance of an uncemented, proximally hydroxyapatite coated, double tapered, titanium-alloy femoral stem: results from 1465 hips at 10 years minimum ( jamie t griffiths, mbbs, bsc (hons), frcs (tr & orth) ). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient underwent revision to shorten the stem height to allow for soft tissue balance following acetabular revision. No further event information available at the time of this report.